Event description:
It was reported that an interlink catheter extension set leaked from the injection site during infusion of lexiscan. The reporter stated ¿the first infusion of the drug goes into the patient without an issue, the line is then flushed, and when a second dose is injected¿ the leak was noted from the injection site. The customer stated that an unknown primary set is inserted into the patient and the extension set is attached and flushed with saline using a bd blunt plastic cannula. The drug is then injected using a 20 gauge lynch needle. The customer stated that the leak occurs when the lynch needle is removed from the set and fluid starts to come out through the injection site. There was no patient injury or medical intervention in association with this event. No additional information is available

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.